Event description:
The customer's mother reported that the customer had a high blood glucose and no delivery alarm on the insulin pump. The customer's blood glucose level was 482 mg/dl. The customer was treated with insulin pump. The customer's mother also reported that there is no delivery alarm on the insulin pump. The customer reported that the alarm was resolved by an infusion set change. The customer was advised to call when the alarm occur in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.